Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/01/2021: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician reported that the pod coil was running in the vessel and would not anchor. The pod coil was determined to be too large and was being re-sheathed when the coil detached inside its introducer sheath. Therefore, the pod coil was no longer used in the procedure. The procedure was completed using a smaller pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod coils. During the procedure, the physician was re-sheathing a pod coil outside the patient when the coil detached. Therefore, the pod coil was no longer used in the procedure. No additional information has been provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.